Manufacturer narrative:
Inaccurate placement and/or incomplete sealing of the zenith renu aaa ancillary graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Our evaluation indicated that the event was caused by user error due to incorrect planning and sizing of the graft relative to the pt's anatomy.

Event description:
An ax1-24-125 was placed within a newly placed gore excluder graft that also had two gore excluder extension grafts that were placed in an effort to resolve a proximal type one endoleak. The operator decided that in order to repair the endoleak, a zenith renu device would be needed to seal in the infrarenal aorta and line the existing excluder into the right external iliac. The ax1-1-24-125 along with two iliac leg grafts were placed according to the IFU. On the completion angiogram, there was still a proximal type I endoleak seen. The aortic seal zone was resealed with a molding balloon. A second angiogram showed evidence of contrast leaking into the abdomen. The pts' blood pressure was slowly dropping. The molding balloon was placed in the visceral aorta and inflated, the balloon occlusion stabilized the pressure. The operator decided to place a main body extension more proximal to the existing ax1 in an attempt to seal the leak. Angiogram and dropping pressure confirmed the temporary balloon occlusion of the visceral aorta that there was still a leak in the retroperitoneum. The operator decided to convert to an open repair. During the exposure and exploration of the aortic dissection, the team decided to end the procedure. The pt expired on the procedure table.